Manufacturer narrative:
Reference medwatch 3004209178-2015-87561 for additional information. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 due to the flu and her high blood glucose level. The customer had a low blood pressure. Her blood glucose level was over 600 mg/dl. She was in a diabetic ketoacidosis. The customer's belt clip broke. In the hospital she was administered IV insulin. She was wearing her insulin pump at the time of hospitalization. The product was not returned. Nothing further to report.